Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. During inspection and testing, the foreign material could not be identified. Based on the results of the investigation, it was unspecified why foreign material remained in the nozzle. A definitive root cause could not be determined. This issue is addressed in the instructions for use (IFU): the instruction manual operation manual ¿evis lucera gif/cf/pcf type 260 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿evis lucera gif/cf/pcf/sif type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures¿ describes the methods for prevention. Due to a pinhole on bending section cover water tightness was lost, due to deformation of up/down knob water tightness was lost, bending tube was deformed, due to wear of angle wire bending angle in up direction did not meet the standard value, scope cover plate had peeling, grip had a scratch, grip had discoloration, image guide protector had a scratch, universal cord had a scratch, universal cord had discoloration, protector of universal cord on control section side had a scratch, protector of universal cord on suction connector side had a scratch, suction connector had a scratch, adhesive around objective lens was peeled, objective lens had a chip, adhesive around light guide lens was peeled, plastic distal end cover had a scratch, suction cover had a scratch, switch box had a scratch, switch 4 had wear, switch 1 had wear, due to wear of angle wire the play of up/down knob was out of the standard value, bending section cover had a scratch, adhesive on bending section cover had a chip, due to clogging of nozzle water removal ability did not meet the standard value, electrical connector had discoloration due to water leakage, control unit had a scratch, control unit had discoloration, right/left knob had a scratch, up/down knob had a scratch, forceps elevator knob had a scratch, forceps lever had a scratch, paint on air/water cylinder was peeled, paint on suction cylinder was peeled, suction cylinder was shaved, switch 1 had a scratch, connecting tube had a scratch, and connecting tube had discoloration. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope had an air leak and the tip of the insertion tube was crushed. The device was returned for evaluation. During the evaluation the following reportable malfunction was found: foreign object inside the nozzle due to insufficient cleaning. There was no delay or report of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.